Event description:
During the rf procedure, there was no output from the generator and the procedure was cancelled. The needle and probe were inserted to perform stimulation but there was no output from the generator while in stimulation mode. After failed stimulation, steroids and local anesthetics were injected and the procedure was cancelled. Although the rf procedure was cancelled, the patient had an x-ray guided nerve block and is doing well. There were no consequences to the patient.

Manufacturer narrative:
Conclusion: cause traced to component failure. One nt 2000 neurotherm rf generator was received for evaluation. Visual inspection revealed no anomalies. When connecting the nt generator to an external power source, the generator was powered on successfully. When attempting to simulate the sensory and motor stimulation, no output was measured. It was verified in lesion simulation that an output was present, and the issue was related to the stimulation board. Replacing the stimulation board resolved the reported problem.